Event description:
It was reported the surgeon observed cotton-like inclusions in the intraocular lens after implant. The lens was removed and replaced. It is unknown if the incision was enlarged to remove.

Manufacturer narrative:
The lens was received and is currently being analyzed at the manufacturing site. A review of the manufacturing records was performed and met specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.